Event description:
Ambulance personnel were attending to a drug overdose victim. While attempting to monitor the pt, the operator reported observing excessive artifact and an inability to interpret the pt's rhythm. The operator cycled power to the device and continued to monitor without further problem. The pt was not resuscitated; however, the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability and proper operation of the device after cycling power.